Manufacturer narrative:
Internal complaint reference: (B)(4). Kahlenberg, c. A., patel, r. M., nair, r., deshmane, p. P., harnden, g., & terry, m. A. (2014). Clinical and biomechanical evaluation of an all-arthroscopic suprapectoral biceps tenodesis. Orthopaedic journal of sports medicine, 2(10), 2325967114553558. Doi: 10.1177/2325967114553558.

Event description:
It was reported that on literature review clinical and biomechanical evaluation of an all-arthroscopic suprapectoral biceps tenodesis, 1 patient cadaver had a tendon tear at tendon-screw junction in both shoulders, during a tenodesis procedure using a biceptor peek interference screw. No further information is available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.